Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; application of baseline clinical and morphological parameters for prediction of late stent graft related endoleaks after endovascular repair of abdominal aortic aneurysm nolz, richard et al. European journal of vascular and endovascular surgery, volume 58, issue 1, 24 - 32 https://doi.org/10.1016/j.ejvs.2018.11.002. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent(aaa) stent graft systems were implanted in patients for the endovascular treatment of infrarenal abdominal aortic aneurysms in patients on unknown dates. It was reported on unknown dates post the index procedure the following adverse events were identified: aneurysm expansion, reintervention, rupture, stent graft infection and limb occlusion. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.